Manufacturer narrative:
The reported blood loss has been attributed to insufficient heparinization. There is no evidence of a device malfunction. The user's guide states that the risk of blood clotting in the filter and cartridge increases when no anticoagulation is used. Nxstage reviewed the reported blood loss with the pt's facility. Heparin dose has now been prescribed for the pt. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that there was a blood loss during a routine hemodialysis treatment on the previous day, which was the result of insufficient heparinization. Only the arterial line was able to be returned to the pt, due to clotting in the cartridge, which resulted in approx a 160cc blood loss. No medical intervention was required.